Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's report was not replicated or confirmed. The device passed full functional testing including defib stress testing into a simulator without duplicating the report. Review of the device log shows on the event date of (B)(6) 2021 that during the first two paddle shock attempts, the user pressed the shock button before charging the unit. Once the user was alerted that the device was not charged, the user successfully delivered the shocks. There were no instances within the log where the device failed to deliver a shock due to a device malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.